Manufacturer narrative:
Concomitant medical products: carvedilol, furosemide, lisinopril, potassium chloride, albuterol, symbicort, aspirin, zyprexa. (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2015, the patient underwent treatment of a 55 mm abdominal aortic aneurysm whereby two gore® excluder® aaa endoprostheses were implanted. On (B)(6) 2015, follow up cta imaging reportedly showed the aneurysm measured 53 mm. On (B)(6) 2016, follow up ultrasound imaging reportedly showed the aneurysm measured 51 mm. On (B)(6) 2017, follow up ultrasound imaging reportedly showed the aneurysm measured 54.4 mm. On (B)(6) 2018, follow up cta imaging reportedly showed the aneurysm measured 67 mm. On (B)(6) 2018, a type ii endoleak was reportedly identified. On (B)(6) 2018, an embolization procedure was reportedly performed for treatment of the endoleak. It was reported the procedure was successful in resolving the endoleak. The patient reportedly tolerated the procedure with no adverse events.